Event description:
It was reported that (1) tct75 was used during a resection ovarian cystectomy procedure. It was reported by the rep that the surgeon clamped down across the tissue and it did not fire. Opened another device to complete the case. There was no consequence to pt.